Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated ablation procedure. During the procedure asystole was observed while the device was set to asynchronous atrial and ventricular pacing (doo) mode. The patient went into asystole for a few seconds. Programming changes to asynchronous v pacing (voo) were made and the issue was not observed. The patient was stable.